Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, the device would not open after firing. This happened with 2 devices. A third like device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information was not provided by the initial contact.